Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During the implant, the sterile sleeve was torn.. Heart team decided to betadine catheter and reposition under echo. Tegaderm placed after repositioning to maintain sterility of catheter. Additionally, there were ongoing suction alarms throughout support.

Manufacturer narrative:
The investigation of product damage (sleeve damage), low pump flow, and positioning issues has been completed. The clinical stated that during insertion of the pump, the anticontamination sleeve was torn as there was torquing of the device during repositioning. The returned product showed that the anticontamination sleeve was ripped. Based on the clinical details provided, the root cause of the product damage (sleeve damage) is most likely due to use as the sleeve was torn during positioning. On the 20th of may, it was thought to change the pump due to the inability to optimize the position as the device as the anticontamination sleeve was torn. On the 23rd, the heart team decided to betadine catheter and reposition under echo. Tegaderm placed after repositioning to maintain sterility of catheter. On the 30th there was continuing suction alarms, but the physician did not want to reposition still, due to the tear. Additionally, the patient was ambulating during this time. Echo was declined to assess position. Position unknown alarms were seen at the beginning of the case, as well as instances between the 21st and 28th. Based on the clinical description, the root cause of positioning issue is most likely due to use as the physician did not want to adjust position due to the anticontamination sleeve being torn. The data logs show that there was continuous suction and changing of the p-level from 15.may to 30.may. There were no motor current spikes seen before any of this suction was occurring. Fluid was added on the 30th and it seemed to improve the suction alarms as stated in the clinical details and seen in the logs. However, fluid was also added earlier in the case but the suction persisted. It is unknown if the pump was in an optimal position as the physician did not want to reposition. The returned product had no kinks or biomaterial seen. There was a slight film in the purge gap so when it was ran, saturated flows were produced until it was purged/cleaned and then the run was stable. Low pump flows were not reproduced. Due to the lack of determination if the pump was in a suboptimal position or the patient required more volume, and the returned product did not reproduce low pump flows, the root cause cannot be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-14905 in accordance with updated procedures.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs show that the 5s parameters were stable until the 02.june. The placement signal becomes unreliable. At the end of the case the placement signal comes back and all 5s parameters are stable. Returned product showed no abnormalities with the optical sensor or fiber and the 5s parameters were within specification. Based on the data logs and returned product analysis, the roto cause of the optical signal issue is most likely due to an air gap. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated with additional information. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal.